Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 325cc saline prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 325cc saline prostheses was performed on (B)(6) 2017.

Manufacturer narrative:
Additional information was revealed from the product investigation on 6/4/2018. The impacted product was a mentor smooth round moderate profile 325cc saline prosthesis. Concomitant products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, lot #5775954. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/25/2018. Device evaluation summary: it was reported that a (B)(6) year-old patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed a rent measuring 1.5 cm on the anterior view. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) of lot number 5773725 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).